Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure event observed during analysis. Final analysis found that the device had a false elective replacement indicator alert as a result of exposure to electrocautery.

Event description:
This report is to advise of an event observed during analysis.